Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving inappropriate hv therapy for post-sensed t-wave oversensing. Further evaluation of stored data was recommended. No further information is available.